Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The analysis was performed by (B)(4). With the outcome of inspection of the returned guidewire, it is inferred that the guidewire distal end might be trapped by the cto lesion, or in the catheter used in combination, where pull back manipulation was made to the guidewire with the force exceeding the product design limit, resulting the breakage of the core wire and then the coil wire. It should be noted that the instructions for use states: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, ... Result in fragments being left inside the vessel. Separation or breakage of guidewire is one of possible complications and adverse events. The device is manufactured by (B)(4). Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Event description:
The procedure was to treat a chronic totally occluded (cto) artery in the leg. A non-abbott cto crossing catheter was used to advance through the cto and the fielder guide wire was advanced to the lesion. The catheter was removed and a non-abbott crossing support catheter was advanced over the guide wire. The guide wire stuck in the crossing support catheter during removal, so the devices were removed together. Outside the anatomy, when the guide wire was removed from the catheter, the tip was separated. Angiography was performed and there was no part of the wire left in the patient. The procedure was successfully completed with another cto crossing catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.